Event description:
In (B)(6) 2004 I had the lap band placed. Uneventful with progressive weight loss losing 190 lbs. In 2010-11, I began having symptoms of cardiac complications (pvc's) which I believe was due to the chronic vomiting that is very common, but underreported in patients with the band. I had deep right side pain that had been worked up at least two times with transvaginal use. I had severe constipation and was worked up with colonoscopy. In 2013 I began having further symptoms (including progressive weight gain since misdiagnosed by providers and felt like my body was in an acute inflammatory response, severe abdominal bloating.) I went to a new pcp in (B)(6) 2013, I had an upper gi (first one ever ordered) that showed my esophagus was completely occluded, and I needed to emergently have fluid removed from the band. The fluid was removed and in 5 days, I gained 27 lbs. I worked with a bariatric surgeon to further evaluate the effects I was experiencing. On (B)(6), I had surgery to remove the band. When the surgeon entered my abdomen, severe inflammation was observed and gastric outlet obstruction. There was dense adherence to my liver from the band. On (B)(6), I went back to surgery with an intra-abdominal bleed. Over 2 liters of liquid and clotted blood were found due to the liver laceration.